Event description:
Implant date 2006. It was reported that a broken screw was identified at left s1, upon follow-up xrays. A revision surgery was performed approximately 4 months post-op. The broken screw remains in the patient. Physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore product evaluation is not possible. In addition, lot numbers were not given, therefore a DHR is not possible. Unable to determine the cause of the event.